Manufacturer narrative:
On june 9, 2020, the cr reported that the patient was requesting an explant due to skin irritation (itchiness) at the incision site of pocket. On (B)(6) 2020, the patient had the stimulator explanted without complication. On july 7, 2020, the cr reported that there were no signs of erosion. It was also reported that the patient was receiving therapy from the device, but the itchiness was the focus. Infection is known adverse event for peripheral nerve stimulation that is reduced as far as possible in the product's risk management file. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for the lot, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator was reported to meet product specifications.

Event description:
Stimwave quality has investigated the details for a report of skin irritation (itchiness) at the incision site of pocket submitted to the stimwave complaint system on june 9, 2020, by clinical representative (cr), in the us. Cr became aware of this issue june 8, 2020.